Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is stating that the left brake lever fell off, and they are not able to disable the motor to push the chair.